Event description:
It was reported that: during a tavi procedure, while taking the manta out of the patient the suture tore. A part of the suture had to be removed from the patient during vascular surgery. 4 devices had the same issue in total with 3 patients involved. This complaint is associated to (B)(4). Additional information: for this complaint (B)(4). Micro puncture and ultrasound were not use to gain access. Vessel size was 11mm and was the right common femoral artery. There was mild calcification and no tortuosity. Systolic blood pressure was 120mmhg and act was 180 prior to closure. The patient was reported as "good" post procedure with no reported harm.

Manufacturer narrative:
(B)(4). One 18f ce manta closure and one 18f ce sheath were returned for investigation to vsi/teleflex. The components were decontaminated and then visually inspected. Blood particulates were present in the components. The 18f ce manta closure exhibited an engaged lever. The delivery tube appears sliced vertically with the suture protruding outward. Radiopaque lock intact on the suture. The suture end appears slightly frayed. The opposite end of the suture is captured under the spool cap. The components (collagen, radiopaque lock, and anchor) were not found. The device lot history record review for lot number mn2201486 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 83-year-old male patient (76kg, 189cm, 21.28 bmi) presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a single stick. Procedure requirements in the manta instructions for use state arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The right common femoral arteriotomy was 11mm, with mild non-circular calcification and a measured deployment depth of 3cm. No issues were encountered advancing or withdrawing the medtronic evolut 14f procedural sheath. According to the size selection guide for procedures using tavr sheaths, a medtronic evolut 14f sheath (measured sheath o.d. 18f) recommended manta device size is 14f. Additionally, indications in the IFU (lbl-001 r e) state: the 18f manta vascular closure device is indicated for closure of femoral arterial access sites following the use of 15-18f devices or sheaths (maximum od/profile of 25f). Proceeding the tavr, activated clotting time (act) was 180, heparin and protamin were administered, and the 18f ce manta was deployed to the measured depth. During deploying the device and sealing the puncture step, the suture tore while the physician was withdrawing the manta closure handle. No information was submitted to confirm the color of the tension gauge label (green or red) following the withdrawal of the manta device. Red in the tension gauge window would have been an indicator that the user was deploying manta with too much force which can lead to the failure of the manta device and the suture breaking. Vascular surgery was performed to remove a part of the suture from the patient; no further information was submitted regarding the surgical intervention. It is unknown what happened to the collagen sandwich components following deployment. Returned device evaluation indicated the delivery tube appeared to be sliced vertically with the suture protruding outward. No further information was reported regarding how this occurred and when. After multiple good faith effort attempts to obtain additional information on the initial, deployment and surgical intervention procedures, patient conditions, and environment, and no angiograms submitted for this investigation, no further response was received. Therefore, the potential root cause of why the device was damaged during use (suture tearing) remains undeterminable. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during a tavi procedure, while taking the manta out of the patient the suture tore. A part of the suture had to be removed from the patient during vascular surgery. 4 devices had the same issue in total with 3 patients involved. This complaint is associated to (B)(4). Additional information: for this complaint (B)(4). Micro puncture and ultrasound were not use to gain access. Vessel size was 11mm and was the right common femoral artery. There was mild calcification and no tortuosity. Systolic blood pressure was 120mmhg and act was 180 prior to closure. The patient was reported as "good" post procedure with no reported harm.